Event description:
During follow-up high lead impedance was observed. The physician encountered lead connection difficulties and decided to replace the screw. The following week, the device was replaced due to a setscrew connection issue. The lead remains implanted.